Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2010 after use of the product.

Manufacturer narrative:
This is one event (death) reported for the same patient involving three separate products; associated MDR #1225714-2014-03877, 1225714-2014-03878 and 1225714-2014-03879.